Event description:
It was reported that a patient fell and sustained a fracture (traumatic periprosthetic femoral fracture). The nextstep arthropedix femoral stem was revised using a competitor stem and head. The nextstep arthropedix acetabular cup was left in-situ and the neutral liner was replaced with a nextstep arthropedix hooded liner.

Manufacturer narrative:
The DHR was reviewed. The devices meet dimensional specifications. The ncm log was reviewed and no ncms have been observed for these lots. There are no other complaints reported for the subject lot numbers. The implant was revised due to trauma. The information provided does not suggest that the nextstep arthropedix hip system malfunctioned. Per the nextstep arthorpedix instructions for use - "all prosthetic replacements have the potential for adverse effects, including but not limited to, infection, loosening, fracture, breakage, bending of the components, component disassembly, or positional changes of the components."